Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer's did not provide their blood glucose value. The customer stated they had a bent cannula and skin irritation. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random partial opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Bent sensor cannula. Missing 5 needles unable to perform or reproduce skin irritation in lab.